Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic total laparoscopic hysterectomy (tlh), the needle broke off during the closure of the vaginal cuff using an endo stitch device. They had to bring x-ray to locate the needle then go down below to close the vaginal cuff non-robotically. Replaced by a new device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A broken needle was found lodged in jaw of device. The broken needle was removed from the instrument and was then loaded with a needle from the post marketing vigilance (pmv) inventory. No difficulty was experienced in loading, unloading or toggling the test needle in the instrument after the lodged needle was removed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when biological residue builds up in the jaws of the device or the jaw of the device becomes obstructed with debris. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.